Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The audiologist called to report the user said she cannot hear with the implant unless the audio processor (ap) is moved forward slightly off of the magnet. The user has been referred to see the surgeon.

Event description:
Hearing performance with the device is affected. The user was explanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires. Fatigue fractures are very unlikely in that short timeframe without additional mechanical strain. It is assumed that the implant was exposed to significant mechanical stress during the surgical procedure and that additionally chronic implant movement may have finally led to the observed fractures. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.